Event description:
A report was received that stated the pump alarmed with multiple system issues in the event history log since (B)(6) 2011. No pt injury or adverse event was reported. Investigation results found a check clutch alarm.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Eval of the pump event history log observed check clutch/plunger lever alarms. However, functional testing was unable to duplicate the alarms. The position potentiometer was replaced as a preventive measure.